Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. Based on the case information, a conclusive cause for the reported patient effects of hemorrhage, ischemia, occlusion and death and the relationship to the product, if any, cannot be determined. A definitive cause for the adverse event without identified device or use problem could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3, b6- estimated date d4- the UDI is not known as the part and lot number were not provided. The additional patient effect of death reported in b5 is captured under a separate medwatch report. Attachment article titled "suture-based vs plug-based vascular access closure in patients undergoing transcatheter transfemoral aortic valve implantation".

Event description:
The aim of this study was to compare the safety and efficacy of balloon-assisted plug-based vascular closure devices (manta) against pre-placed suture-based vascular closure devices (proglide) both alone and in bail-out combination with a small plug-based vascular closure device (angioseal) in terms of vascular outcomes in real world patients undergoing transfemoral transcatheter aortic valve implantation. The primary outcomes for proglide were vascular complications, in-hospital death, access related bleeding, failed closure, and limb ischemia due to acute vessel closure. The study showed that the plug-based vascular closure device is not inferior to suture-based vascular closure device in terms of vascular outcomes. Specific patient information is documented as unknown. Details are listed in the article, titled "suture-based vs plug-based vascular access closure in patients undergoing transcatheter transfemoral aortic valve implantation".